Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfqf001 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "we had a ¾ inch power port needle break at the tubing on an inpatient today on a patient receiving an infusion of dinutuximab. This port was accessed (B)(6) and the lot number in the IV cart is asfqf001. Unfortunately this needle was discarded in the sharps by the nurse. This situation not only has put this patient at risk of infection but the patient was extremely upset having had to be recessed."